Manufacturer narrative:
Territory 239 reports the attune femoral impactor broke into two pieces. Instrument was thrown away, therefore lot information is unknown. The device associated with the reported event was not returned for evaluation. Per the initial report, the reported device was discarded and the lot code required to identify the manufacture date was not provided. Complaints databases searched on product code 254401006 identified similar complaints received previously. The current investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Addendum added 16 jun 2015. Conclusion and justification status: the complaint states the attune femoral impactor broke into two pieces. The investigation confirmed that the impactor had broken as reported. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an un-annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that (B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. Per the initial report, the reported device was discarded and the lot code required to identify the manufacture date was not provided. Complaints databases searched on product code 254401006 identified similar complaints received previously. The current investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The attune femoral impactor broke into two pieces.